Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During a procedure in which the nrg transseptal needle was used, a pericardial effusion occurred. During the procedure, contact of the nrg transseptal needle with the septum was thought to be achieved. However, when rf was applied, no bubbles were observed. Rf was attempted again and it was determined that the desired puncture location was not achieved. A pericardial effusion occurred. The effusion was drained and the case was aborted. The patient recovered but presented with some pericarditis following the event. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.